Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed a persistent ¿charge ilet now, low battery¿ message with a blinking green led and would not charge despite correct charger orientation, different outlets, reseating the cable, and repositioning on the pad. The user verified pad and cable power by successfully charging a phone, and the issue occurred with both the original and a replacement charging pad, consistent with a charging problem associated with the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging malfunction and traced to a component-related failure involving the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was component failure.